Event description:
It was reported through a remote transmission that the patient's right atrial lead was over-sensing noise resulted in inappropriate mode switch episodes. Patient status was not provided.